Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction it was reported that the patient had a recent accident where the patient was under a vehicle and went to turn to get out from underneath the vehicle, but hot hit, the ins site is bruised and painful, and the ins is crushed , and since the injury, the patient gets shocked whenever they pee.. They were anticipating that a mdt rep was going to come to check the patient's system but have not heard from them. They also want to do an MRI. Tss reviewed that there was no need for an impedance check prior to the MRI.. The caller stated the patient had extensive bruising on the back and was feeling painful stimulation from the device, so the doctor turned the device off. The caller also stated the spine doctor ordered an MRI, x-ray, and cat scan. Reviewed MRI guideline